Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The touchscreen test passed. The stylus was worn out but working correctly, so it will be replaced as a preventive measure. It was also noted that there were errors in the software update history. Software was reloaded to eliminate any possible software issues. The stylus was replaced and calibrated. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus pen and touch screen did not work together. The programmer was returned for service. There was no patient involvement.